Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance filling a cartridge with the syringe multiple times. Reportedly, the user changed the needle tip and was able to fill a cartridge without resistance. Tandem's technical support informed the user that the needle may have been clogged with a piece of the cartridge septum; however, this could not be confirmed. The user's blood glucose level was not provided.